Event description:
It was reported that there was a malfunctioning device. It was noted that the patient¿s device battery had expired. It was noted that it was surgically replaced. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was battery depletion. It was noted that it was unknown if it was normal or abnormal. It was noted that the replacement took place on (B)(6) 2013. It was noted that the patient experienced recurrent nausea, vomiting, and "upper abd pain." It was noted that symptoms were worsening over the last 3 or 4 months. It was noted that a CT scan was done and negative for other causes of the symptoms. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).